Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Precautions: the efficacy of the novasure system has not been fully evaluated in pts with a uterine sound measurement greater than 10 cm. Reference internal complaint (B)(4).

Event description:
On (B)(6) 2011, the physician attempted a novasure endometrial ablation on a uterus measuring 12cm, but aborted the procedure when there was an unsuccessful cavity assessment (cia) test which could not be resolved. The novasure procedure was aborted. A post hysteroscopy was not performed and the pt was discharged home. The physician brought the pt back on a later date (date unk) to perform a scheduled hysterectomy and noticed a uterine perforation. The size of perforation is not known. The hysterectomy was completed successfully and the pt "is doing fine." A d&c (dilatation and curettage) and sounding (not hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.